Manufacturer narrative:
According to the facility, on (B)(6) 2026, the patient was being transferred from the wheelchair to the bed. During the transfer, the patient's upper thigh near the hamstring got hung up on the end of bed frame section causing a deep laceration, requiring about 100 stitches. Per the customer, there were no metal mattress brackets, and due to the mattress sliding, the underbelly of the bedframe became exposed, causing the skin laceration. The bed frame did not have plastic end caps, and per the facility, if there had been a black end cap, the skin laceration would not have occurred. The patient was sent to the ER for sutures and wound care was needed. The patient is healing and receiving wound care at the facility. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, the patient was being transferred from the wheelchair to the bed. During the transfer, the patient's upper thigh near the hamstring got hung up on the end of bed frame section causing a deep laceration, requiring about 100 stitches. Per the customer, there were no metal mattress brackets, and due to the mattress sliding, the underbelly of the bedframe became exposed, causing the skin laceration. The bed frame did not have plastic end caps, and per the facility, if there had been a black end cap, the skin laceration would not have occurred. The patient was sent to the ER for sutures and wound care was needed. The patient is healing and receiving wound care at the facility.